Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; product analysis: the suspect complaint product was received at medtronic¿s quality laboratory in its original jar filled with clear solution, visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets exhibited signs of creases; conditions possibly associated with the crimping and recapturing process. Leaflets 1 and 3 are in a closed position. Leaflet 2 appeared partially open. All commissures appeared intact. The valve was received in a partially compressed state. The inflow aspect exhibited a partial kidney-shaped. The valve was submerged in a warm saline bath. The valve maintained a compressed state, possibly from being in the partial crimped position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the heavy annular calcification contributed to the infold. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. It was noted that the severity of the patient¿s aortic stenosis contributed to the expansion issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the inspection of the valve load under flouroscopy, an infold of the valve frame up to but not past the fourth node was noted. No misload was identified and the valve was loaded once. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 21 millimeter (mm) balloon (bard) to syringe inflation. During the first deployment attempt, an infold of the valve frame with under expansion of the valve frame were noted. The target implant depth of 3 mm was reported. Cuspal overlap technique was used and an attempt to align the commissures was made. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. During the second deployment attempt, the valve was deployed and an infold of the valve frame was noted. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient. The valve and dcs were replaced. A new valve was loaded onto a new dcs. The valve was deployed without issues. Of note, the patient's annulus measured 81.6 mm, heavy annular calcification and sinotubular junction calcification were observed. Per the physician, the heavy annular calcification contributed to the infold. No adverse patient effects were reported.